Event description:
The customer reported that the system had been corrupted and would not boot up. There is no report of pt injury associated with this event.

Manufacturer narrative:
At the time of this report, a purchase order approval was pending. No conclusion can be drawn, as repair info is unavailable at this time.